Event description:
The physician reported that the header of the subject pacemaker was partially detached from the titanium case. This was discovered during a re-intervention to correct the problem indicated by an abnormally high impedance measurement (>3000 ohms). The physician indicated that the associated ventricular lead was also replaced due to suspected conductor fracture. The re-intervention was completed following the replacement of the pacemaker and ventricular lead.

Event description:
The physician reported that the header of the subject pacemaker was partially detached from the titanium case. This was discovered during a re-intervention to correct the problem indicated by an abnormally high impedance measurement (greater than 3000 ohms). The physician indicated that the associated ventricular lead was also replaced due to suspected conductor fracture. The re-intervention was completed following the replacement of the pacemaker and ventricular lead.